Event description:
Healthcare professional reported left side device rupture diagnosed via MRI with "hemithoracic pain" and "copious perimamellar edema". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Chest pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations are performed. Further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI with "hemithoracic pain" and "copious perimamellar edema". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI with "hemithoracic pain" and "copious perimamellar edema". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken and opening device assessed as unidentified (tear) opening. (Shell thickness within specification) ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ chest pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, particles were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.